Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not fully withdraw the device which led to inability to deploy the tamper tube. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the tamper tube remained stuck in the introducer carrier tube, preventing the collagen from compacting in the artery. During the angio-seal deployment in the site closure phase, by pulling back the introducer, instead of appearing the tamper tube remained stuck in the introducer. The tamper tube was not visible or, if visible, for a small section, it seemed to be stuck in the introducer, causing the impossibility or difficulty of compacting the collagen. There was no harm or impact to the patient.